Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized on (B)(6) 2009 with a blood glucose of 1400 mg/dl. Customer's current blood glucose is 290 mg/dl. Customer had bent cannulas, which caused him to vomit and feel sick. Customer's most recent occurrence was this morning for a set that was inserted last night. Customer changed the set. Customer stated that the bent cannula caused the elevated blood glucose. Customer was sick the night before with the flu. Customer put in a new set before bed. Customer woke up and drove. Customer then got sick and vomited. Customer got home thinking that he was sick. Customer checked his blood glucose and took a manual injection. Customer collapsed in the morning and got to the hospital and they removed the pump. Customer was advised that his cannula was bent. Customers' blood glucose was brought down and he was released 4 days later. Customer was wearing the pump at the time of the hospitalization. Customer declined troubleshooting for the high blood glucose.